Manufacturer narrative:
(B)(4). The 510(k) - k032426, (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. To cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 2/14/2017 - patient received a gunther tulip ivc filter on (B)(6) 2009 for the prevention of dvt/pe (lot number not reported). No attempts to remove filter. Patient alleges concern that he will suffer injury or death because of the filter.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook gunther tulip filter. Expiration date: unknown as lot# is unknown. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook gunther tulip filter. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.